Event description:
The customer initially reported that the lma-fastrach ett would not stay inflated the first time they tried to use the device. It was reported that there was no patient involvement. Subsequently, the customer reported that the ett was in use, when it was determined that it would not hold inflation. It was reported that there was no patient injury or problem. The user facility returned the device for evaluation.